Event description:
(B)(4) received notification of an incident involving a patient lift sling that (B)(4) imports and distributes. The patient was in the sling when allegedly the straps from the sling broke and she fell on her neck. The patient was taken to the emergency room at (B)(6) medical center where it was determined that she has suffered a cervical strain. *disclaimer: the patient lift involved in the incident was not a (B)(4) product. The manufacturer and model are unknown at this time.